Manufacturer narrative:
This is a duplicate of report # 9610816-2017-00057.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient expired after an alarm failed to occur.